Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error 41860. There was no patient involvement and no patient injury.

Manufacturer narrative:
H3: one device was received for evaluation. Service history of this device shows that this device has been not in for service in the past 12 months. The reported issue was duplicated through visual and functional tests. The review of the event history log found error code 41860. The cause of the problem was a defective clock battery. The main board will be replaced to solve the issue.